Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and topical skin adhesive. Patient post op reactions to adhesive. Prescription steroids to treat. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: dermabond: ethicon side affected: unknown quantity affected: 1 ## quantity available to be returned: 0. Reason product is not available: discarded. List any j&j products that were utilized during the case but did not contribute to the reported event. Dnx12 causing reactions to patients. Surgeon didnt say much but said its happening with multiple patients and asked if our formula has changed. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Unknown. Did the patient/user require extended hospitalization as a result of the event? No. What is the patient¿s/user¿s status/outcome following the event? Unknown. Was there a significant delay? No. If available, provide the product order number (po). Dont have it. Do you need product packaging to send the product back? No. Additional information provided: this was a conversation in passing where the surgeon mentioned there has been an uptick in reactions in patients and I called it in. I do not have specific details, patient information, lot #, etc. I can try to schedule a meeting with him however; this does seem like multiple cases. Additional information provided: what date did the reaction occur on? Don¿t have. What does the reaction look like and how large of an area does the reaction cover? Redness and irritation around incision. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? Prescription steroids. What is the most current patient status? Good now. Please provide lot number: unavailable. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unsure. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No. He said he has used multiple different preps, cleaned before application but is still seeing reactions both on abdomens and necks (he's a general surgeon and has been using dermabond over 20 years). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many patients demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Please provide the source or name of person providing answers to follow-up questions: name of surgery? When was the dermabond product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Does the patient have allergies to medication, food, etc.? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.